Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and aris-transobturator sling system was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012. It was reported that the patient underwent excision in 2007 and explantation of aris device in 2011 due to erosion and extrusion. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence with a history of sling erosion and mesh excision and mesh was implanted.

Manufacturer narrative:
Date sent to the FDA: 11/29/2016. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy with suprapubic placement.